Event description:
A "trigger" notification was received at beckman coulter (bci) systems technical support (sts) on (B)(6) 2011 for a "temperature alert" error on a customer's unicel dxl800 access immunoassay system. The instrument's temperature controller had stopped functioning. No event log messages were generated to indicate a temperature issue with the instrument. The customer was contacted and instructed to reboot the instrument. After reboot, the system returned again to the "ready" mode and temperature monitoring was restored, without further alerts being generated. The customer indicated that they had been experiencing quality control result failures and hence all patient results from the time of the "temperature alert" event had been repeated. No erroneous results were reported out of the laboratory and hence, there was no death, serious injury or modification to patient treatment associated or attributed to this event.

Event description:
...

Manufacturer narrative:
Service was not dispatched for this event, as a system reboot resolved the problem. This event is associated with a known instrument software issue which is currently under investigation and correction. Sts continues to monitor customer instrument system temperature issues.

Manufacturer narrative:
(B)(4)